Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a incisional herniorrhaphy with mesh removal and primary repair of very small fascial defect. She had revision surgery 7 months post-surgery. The patient underwent laparoscopic repair of multiple ventral incisional hernias with mesh. The patient experienced loop of small bowel within hernia and recurrent hernia.